Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37022, product type: external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that when the patient lays down they could feel an electrical charge down their legs. Patient was not sure if a wire had faulty connection. They were not sure how well the therapy was working for them. The patient reported terrible cramp in back, it was felt with stimulation on so they shut therapy off. No further patient symptoms or complications reported from this event.